Manufacturer narrative:
There is no evidence to suggest that this is a device related incident.

Event description:
Tibial insert damaged during impaction. Tissue was not properly cleaned from the tibial tray.